Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break and stent partial deployment occurred. The target lesion was located in the left main coronary artery. A 12 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, during stent deployment it was noted that the shaft of the catheter was fractured and the stent was partially deployed. The device was completely removed from the patient's body using a snare. The procedure was completed with a different device. No patient complications were reported and patient's status was stable.